Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the graphic card in the computer failed which resulted in the abnormal screen. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system display failure. There was no patient present at the time of event.